Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved an unspecified cogent device. The customer reported that they were concerned with the unreliable numbers they were seeing on the device. The continuous cardiac input/output was not correlating with the transesophageal echocardiogram and the pulmonary arterty waveform. It was mentioned that the placement needing to be precise was an issue, as well as the other factors that throw off the number. The customer mentioned that they were having no faith in the number and that they felt it was dangerous to patients. There was patient involvement, however, there was no patient harm reported.